Event description:
The sensormedics customer reported that the 3100a ventilator did not meet a performance specification. The delta p drifts from 70 to 58 cmh20 in 2 hours. There was no patient involvement.